Event description:
It was reported that the pump delivered a bolus without user input. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. Customer's blood glucose level was 76-305 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.